Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump had been powered up for a residual volume of 1490ml, it therefore started to count the volume without administering anything or even signal an alarm. It was stated that the tube was also involved in the event. There was patient involvement. The patient did not receive his treatment. The event occurred at the patient's home. They discovered the problem after administration for the patient, because not all the nutrition had gone through. There was no adverse event/patient harm reported.